Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step. The device's oxygen blender board needs to be replaced to address the issue. The repair and periodic maintenance were canceled due to the lease term of the device being up. The device will be scrapped.